Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 3 backup battery faults on the system controller (B)(6) with the last one occurring on (B)(6) 2026 with the backup battery. The patient switched to their backup system controller (B)(6) with a new backup battery after the backup battery fault. The backup system controller had also had a backup battery fault in the past. The ventricular assist device (vad) engineer replaced both system controllers due to multiple backup battery faults.